Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. The analyst noted that the spiral slitting led to the catheter being broken into two pieces. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the catheter was broken during slitting. The catheter was removed. No patient complications have been reported as a result of this event.